Event description:
It was reported that during initial implant procedure, patient's new lead exhibited loss of capture and low pacing impedance. The lead was not installed and the procedure was completed using an alternate lead on (B)(6) 2022. The patient status was unknown.

Event description:
New information received notes that there were no patient consequences.

Manufacturer narrative:
The reported events of failure to capture and low pacing lead impedance were confirmed. As received, a complete lead was returned in one piece. X-ray examination found that the inner coil at the connector region was overtorqued consistent with procedural damage. Electrical testing found internal shorts while manipulating the lead at the connector region due to the overtorqued inner coil. The cause of the reported events was due to the overtorqued inner coil at the connector region which is consistent with procedural damage.